Event description:
Event description guidant received information that this coronary sinus lead exhibited questionable capture. Attempts to measure left ventricular (lv) r waves were unsuccessful. The guidant field representative suspected the lead may have dislodged from the desired anatomy.